Manufacturer narrative:
The customer requested that a philips field service engineer (fse) be dispatched to the customer site. The reported issue was confirmed and traced to a faulty spo2 and EKG sensor. Upon conclusion of the evaluation, it was determined that this was a malfunction of the spo2 and EKG sensor. The spo2 and EKG sensor was replaced and the device passed all performance assurance testing. The device remains at the customer site and no further evaluation is required at this time.

Event description:
It was reported to philips that there was no EKG signal on the device. There was no patient involvement.